Event description:
The manufacturer received information from a customer that a aeris evo fan was not working. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The aeris evo was returned and evaluated by a third-party service center and the customers complaint was not confirmed. The device evaluation found error codes recorded in the event log indicating a ventilator inoperative condition occurred., therefore the machine flow sensor was replaced to address the issue. Additionally, error codes unrelated to the reportable malfunction were noted in the event log therefore, the system board was replaced to address the issues. The muffler assy and in-line filter prox are contaminated therefore was replaced. The air inlet foam filter was replaced due to preventive maintenance. The device passed all test. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.